Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor gold. The insulin pump alarmed a21 after battery installation due to interface board leaking voltage; however unit received with operating currents within specification. The insulin pump has cracked case at display window corners, battery tube thread and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to the flu, high blood glucose levels, and diabetic ketoacidosis. The customer further mentioned that, while attempting to bolus and enter a basal rate, the numbers were scrolling up and down without the customer's control. The customer's blood glucose at time of admission to the hospital was 800 mg/dl. Troubleshooting was done. The customer expressed dizziness, confusion and a dry mouth, as symptoms of her high blood glucose levels. The customer believed that she was treated with insulin. The customer did not recall any significant events leading to the hospitalization. The customer did not complete troubleshooting for her insulin pump because she could not see the screen well due to lack of eyeglasses. The customer also mentioned being in the hospital on (B)(6) 2015. Advised customer to discontinue use of the insulin pump and that a replacement insulin pump would be sent. Nothing further reported.